Manufacturer narrative:
(B)(4). Investigation summary ==> the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null, device history batch ==> null, device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Failure with the attune femoral impactor . Ref: 254401006 lot: au5895370. They have not kept this example for me to send to you and require 2 replacements. Update 7/11/2018: impactor shattered while in use, intra operatively.